Manufacturer narrative:
Age/date of birth: unknown. Date of event: exact date of onset of symptoms is unknown/not provided. Best estimate is between (B)(6) 2020- (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye due to unexpected post-op refraction/myopia. There was no incision enlargement. It was stated that the patient has recovered. No other information was available.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes returned to manufacturer on: 9/25/2020 section h3. Device returned to manufacturer? Yes device evaluation: the complaint product was received. Lubricant material residues and loose particles can be observed on the lens surface. The lens was cut into pieces, and the haptic look slightly distorted. That could be related to the explant process. Due to the condition of the sample returned the reported issue could not be verified, and product quality deficiency could not be determined. Based on the measuring image quality (miq) report on the day the product was measured, the lens was correctly measured with satisfactory result. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.